Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Then insulin pump was unable to prime during prime test due to faulty force sensor. No motor error alarm noted. The insulin pump was unable to perform excessive no delivery test and occlusion test due to prime and fill anomaly. Motor was tested outside the device and passed. Insulin pump had a cracked battery tube threads, cracked broken belt clip slot, cracked reservoir tube lip, minor scratches on lcd window and stained end cap sticker.

Event description:
It was reported that the customer received a motor error alarm as well as a no delivery alarm. Customer's blood glucose level at the time 187 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.